Event description:
It was reported that the compressor's motor was sounding extremely loudly. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer (fse) could verify on-site that the reported compressor was making noise and that the drainage valve was broken. The compressor motor and the drainage valve were replaced. The compressor returned to service after successful functional testing was completed. The returned compressor motor unit was tested in a test bench. Noise could be heard when the motor was running stand-alone in the bench. The increased noise was caused by one of the pistons that had broken off from the connecting rod. The piston is mounted with a screw and it was caused by a broken screw. It was noticed that the screw had corroded. The received drainage valve was confirmed broken, due to a open circuit inside the coil. Most likely the drainage valve broke first and the environment inside the compressor became moist. Over time the screw corroded and finally broke. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration.

Event description:
Manufacturer ref. #: (B)(4).